Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the information from the service department of olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the physical damage due to the applying the external force to the ultrasound transducer of the subject device by the user handling.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the distal end of the subject device was damaged. The service department of olympus (B)(4) checked the subject device and found that the ultrasound transducer was partially peeled off. There was no patient injury associated with this report.